Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The patient was not hospitalized prior to death. The cause of death was reported as cardiopulmonary arrest, though it was not reported if an autopsy was performed. Therapy remained ongoing prior to death. The patient was not performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A device history review was performed and revealed no issues that could have caused or contributed to the reported event. The event history log was reviewed and revealed no keystrokes, programming, malfunction, or increased intraperitoneal volume (iipv) events that could have caused or contributed to the patient passing away. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. A simulated therapy was completed with no issues noted and testing of the pneumatic system revealed all pressures to be correct and stable. The device passed a seal, purge, and wet disposable integrity test. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.